Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the information provided, investigation believes the reported event occurred as a result of the scope slider switch temporarily being caught when the light guide cable was disconnected. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
(B)(6) (sales representative) called into olympus technical assistance center (tac) personnel. Tac recommended he check the plastic tab located on the device. He did, and confirmed that it was stuck in the 'in' position. He was able to successfully get the tab to pop back out as it was only temporarily stuck. This resolved the issue. The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
It was reported, the leds on the front of the evis exera iii xenon light source were blinking. According to the initial reporter, this occurred when connecting the scope and camera head. There was no patient harm or consequence reported as a result of this event.